Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor had oversensing and undersensing issues noted via merlin.net transmissions. Programming changes were recommended and the patient would be brought into clinic to have them performed. The patient was stable.